Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that a confirmed bsn patients lead came out of place. The patient underwent a revision procedure wherein a new one was put in. The patient confirmed that she currently have a second bsn scs system for unknown reason. No further information can be obtained by the bsn representatives.